Event description:
It was reported that IV set an120 w/o bp leaked. The following information was provided by the initial reporter: "a fluid was leaked on the air vent of IV set spike."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/2/2021. H.6. Investigation: a device history review was conducted for lot number 1032257 . Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, the submitted sample has been reviewed by our team of quality engineers. Leakage testing of the device displayed an observable leak occurring at the spike air vent. The issue has been confirmed. Based on a review of the manufacturing facility our engineers have determined that the most likely root cause for this event is related to a misalignment in the automated assembly machinery. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that IV set an120 w/o bp leaked. The following information was provided by the initial reporter: "a fluid was leaked on the air vent of IV set spike."